Event description:
The surgeon implanted a toric silicone lens model aa4203tl. During surgery, an msi-tr injector, lot number 1189665, an mtc-60c cartridge was used but the facility was not certain if the lot numbers used were 1189788 or 1184151. Six days later the pt experienced endophthalmitis and retinal necrosis. A vitrectomy was performed to treat the event. Pre-op visual acuity was 20/60 (bcva) and post-op visual acuity was 20/200 (bcva).